Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a mitek employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an arthroscopic shoulder stabilization on (B)(6) 2019, the rotator cuff suture was initiated, a expressew iii ne clamp was used, recovery plate and expressew pin needle were assembled, when trying to use the clamp, the expressew pin needle was blocked in the clamp; it was not returned, making impossible to use, as when trying to remove it, the tip was broken and it was not achieved, the clamp was sent with the needle assembled. A fifteen (15) minute delay was reported. The procedure was successfully completed without patient consequences. This report is for an expressew iii needle pk5. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: correction: upon complaint review, it was determined that an unknown clamp device was used with needle device. Therefore, this is report 1 of 2 for the same event. Event description has been updated accordingly to reflect the correct information. UDI: the UDI was inadvertently missed on the initial report. Therefore, UDI: device codes have been updated to break and failure to deploy. Additional information: a manufacturing record evaluation was performed for the finished device lot number [44311] , and no non-conformances were identified. The complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number [44311] , and no non-conformances were identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in colombia that during an arthroscopic shoulder stabilization surgical procedure, it was observed that the an unknown clamp device was blocked and would not retract. According to the report, the event occurred when the rotator cuff suture was initiated while assembling a recovery plate device and expressew pin needle device with an unknown clamp device. It was further reported that the needle was blocked in the clamp which made it impossible to use. It was reported that the tip on the needle broken upon removal. There was a 15 minute delay in the procedure but it was completed successfully without patient consequences and by using a competitor´s replacement device. It was reported that no device fragments remained in the patient. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that no device fragments remained in the patient.